Manufacturer narrative:
Product event summary: the lead was returned and analyzed. Analysis of the lead revealed no anomalies were found. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product: d224trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2011; 419488 implantable pacing lead, implanted: (B)(6) 2011; 4473 competitor implantable pacing lead, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the patient's system was removed due to bacteremia. The device and leads were explanted and replaced. No further patient complications have been reported as a result of this event.